Event description:
The customer reported that the main screen would shut off intermittently.

Manufacturer narrative:
(B)(4). The customer reported that the main screen would shut off intermittently. The complaint is sill under investigation. A f/u report will be submitted once the investigation is complete.